Manufacturer narrative:
Continuation of d10: 620bg31 heart band implanted: (B)(6) 2017; 5076-45 lead implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patient family that during use of the implantable cardioverter defibrillator (ICD) the patient has "been having a lot of shocks recently and had to have an ablation yesterday for it. We got home and shortly after had another shock. We thought the ablation would have fixed it but had another attack so, I don't know." The ICD remains in use. No further patient complications have been reported as a result of this event.